Manufacturer narrative:
The returned catheter measures 157 cm from the tip to the hub shaft joint. This is 5 cm over the specified length for the catheter. Approximately 30 cm of the distal tip show a color change in the material and an increase in the pitch between the inner support coils. In addition, 17 cm of the distal tip is flattened. A 0.032" mandrel was introduced into the hub and advanced distally. The mandrel moved easily until the stretched section, 30 cm from the tip at which point the mandrel could not advance further without friction. The catheter is non-functional. The physician commented that he was unsure what caused the hemorrhage. There were no observations made during the device investigation which would indicate that the catheter caused any vessel injury however, this is likely due to a procedural complication and not a device issue. The stretching and flattening of the catheter tip was likely caused by the significant vessel tortuosity described in the complaint. This would have made advancing the catheter to the treatment site difficult.

Event description:
A 6f shuttle sheath was used to access the right internal carotid artery. A guide wire and fastracker microcatheter were advanced to the treatment site to deliver urokinase. The penumbra system reperfusion catheter 032 was then advanced to the target clot in the m2. The physician noticed a hemorrhage before the c4 section of the ica as the reperfusion catheter 032 was advanced towards the clot. The physician determined that the bleed was mild and continued with the procedure, advancing the catheter into the m2. At one point during the procedure, the physician was unable to insert the guide wire into the catheter because the patient had tourtuous vessels and the catheters could not be advanced completely to the target clot. As a result, the physician could not aspirate using the penumbra system. Finally, urokinase was delivered through the microcatheter again, flow was restored, and the procedure was finished. On (B)(6) 2011, the physician took an mra image of the patient and confirmed stenosis and calcification of the hemorrhage site near the c4. The physician was uncertain if there was a dissection with the catheter or the guidewire.

Manufacturer narrative:
Conclusion: this device is available for evaluation and a follow-up MDR will be sumitted upon completion of the device investigation.the manufacturing records for this lot have been reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.